Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were looking for a representative to their area for assistance with their spinal cord stimulator because it wasn't working. The patient stated he is in the hospital.